Manufacturer narrative:
The AED's arrhythmia detection algorithm is the same for both adult and pediatric patients. Thus, the shockable rhythm criteria leading to a shock recommendation is the same whether using adult or pediatric pads. The AED will determine a rhythm shockable based on meeting this criteria. The difference between pediatric and adult pads is the amount of energy delivered to the patient. When using adult pads, the AED will deliver 150 joules, while using pediatric pads will deliver 50 joules. In this case, had a shock been advised and delivered, the patient would have received reduced energy, potentially limiting the success of defibrillation, and hence the reason for this MDR.

Event description:
On july 27, 2017 it was reported by a customer that during a rescue attempt on a (B)(6) year old male patient by (B)(6) staff, pediatric pads may have been used in error. It was reported that during the rescue, the AED did not advise any shocks and the patient was not resuscitated. The exact circumstances relating to the storage of the device prior to use is not known, however the customer reported that they store the device with pads connected to the AED and that pediatric pads are kept with the device. In this case, the patient's death was not a result of a device malfunction or use error. The AED's arrhythmia detection algorithm is the same for both adult and pediatric patients. Thus, the shockable rhythm criteria leading to a shock recommendation is the same whether using adult or pediatric pads. The AED will determine a rhythm shockable based on meeting this criteria. The difference between pediatric and adult pads is the amount of energy delivered to the patient. When using adult pads, the AED will deliver 150 joules, while using pediatric pads will deliver 50 joules. In this case, had a shock been advised and delivered, the patient would have received reduced energy, potentially limiting the success of defibrillation, and hence the reason for this MDR.